Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 533 mg/dl. The customer was treated with an injection. The customer experienced symptoms such as dizziness and fatigue. The customer did allege insulin pump was under delivering. Performed high-pressure test and it passed. The insulin pump will not be returned for analysis.